Event description:
It was reported that the customer is hospitalized due to set related diabetic ketoacidosis. It was also reported that the customer's insulin pump had a blank display. Customer's blood glucose level at the time 8.2mmol/l. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No further information was provided.

Manufacturer narrative:
Insulin pump received with blank display due to battery tube connector not fully connected into the interface board. Insulin pump was unable to perform functional test due to blank display anomaly. Insulin pump received with cracked case on the display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.